Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the leadless implantable pulse generator (ipg) in nine locations. High thresholds were observed in each location. The physician was unable to advance the delivery system to the patient's apex. The leadless ipg system was not used. No patient complications have been reported as a result of this event.